Event description:
It was reported the table locks did not actuate, causing the tabletop to unexpectedly move in the longitudinal and lateral directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found a blown fuse, causing power loss to the table locks. As a result, the locks did not engage. The fe replaced the fuse and verified that the table locks are performing according to specifications.